Event description:
Syringe modules for the alaris IV pumps alarming repeatedly, occlusion on patient side. The pumps were infusing at a rate of 1.5 mls/hr and using 60 ml monoject syringes (cardinal). Staff indicated it was almost impossible to get the syringes to infuse for more than just a few minutes at a time even with switching out the syringe, before another alarm was triggered. There was nothing wrong on the patient side. It appeared liked the syringes were stuck and could not push the plunger without force. This has continued to occur. This continued to happen with several monoject syringes throughout the shift.